Event description:
Consumer reported complaint for high blood glucose and control test results. The customer is concerned with test results from blood glucose test results obtained of 123, 166 and 135 mg/dl; out of range control test results were not provided. The customer¿s expected am fasting blood glucose test result is 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 02/28/2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 123 mg/dl date: 08-24 time: 07:47 am fasting. Result 2: 166 mg/dl date: 08-24 time: 07:45 am fasting. Result 3: 92 mg/dl date: 08-23 time: 05:31 pm fasting. Result 4: 135 mg/dl date: 08-23 time: 10:04 am fasting. Result 5: 96 mg/dl date: 08-22 time: 09:56 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips and control solution were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 11-oct-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.